Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. There were staples protruding from proximal staple cartridge channel. The loading unit jaws were manually opened and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the anvil could not be opened. There was no patient injury.